Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported the central control monitor displayed vertical lines and the surface of the screen was damaged. The device was returned for eval. Since the event occurred upon receipt of the device, there was no pt involvement during this event.